Event description:
Customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) sample syringe on the unicel dxc 800 synchron system, was leaking. Customer reported that four (4) drops of de-ionized water were pooling at the bottom or below the cc sample syringe. Customer reported that the cc sample syringe valve block was leaking. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified a leaking t-valve assembly. The fse removed and replaced the valve.

Manufacturer narrative:
(B)(4).